Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the inverse trigger was blocked, the device lacks lubrication, and is dirty due to lack of cleaning. The device was repaired and returned to the customer on (B)(6) 2013. Placeholder.

Event description:
No error description was sent with the returned device. During the inspection the technician noted the motor has the inverse trigger blocked. This is report 1 of 1 for complaint (B)(4).